Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - speech disorder.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. Data was provided for investigation. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that between 4:45-5pm, the reporter heard an alert coming from the patient¿s cgm advising that it was in a brief sensor error state. The reporter checked on the patient and was sweating, dizzy, and ¿almost couldn¿t talk¿. It was reported that the patient was hypoglycemic but no bg meter reading was reported at this time. The reporter treated the patient with (3) glucose tablets. After treatment, the patient¿s bg meter reading was 79 mg/dl. The cgm resumed providing readings by this time and was reading 44 mg/dl. The patient was ¿fine¿ at the time of report. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.